Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced high blood glucose for the past two months. Customer reported the infusion set was leaking under the adhesive. The customer reported changing out the infusion set, but the high blood glucose persisted. Customer's blood glucose was 20 mmol/l at the time of incident. The customer also reported a hospitalization event on (B)(6) 2015 for high blood glucose. The customer's blood glucose was 26 mmol/l at the time of admission. Customer also reported having ketones from their blood glucose. It was also reported the insulin pump was not delivering insulin properly for the past two months. Troubleshooting found a small crack on the right corner of the insulin pump's screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.